Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event(s) of nausea, vomiting, diarrhea and peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the cause of the peritonitis was transmigration from the intestine due to recent diarrhea. The etiology of the nausea, vomiting and diarrhea is currently unknown; however, the patient has an upcoming gi appointment to evaluate. Klebsiella pneumoniae is normal intestinal and oral flora in humans. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient experienced peritonitis. Upon follow up, the pdrn reported the patient was hospitalized from (B)(6) 2019 through (B)(6) 2019 for peritonitis after experiencing cloudy effluent fluid, fever and chills at home. Peritoneal effluent fluid cultures were collected (date not provided) and returned positive for gram-negative klebsiella pneumoniae. A cell count also revealed an elevated wbc (value not provided). The patient was treated with intraperitoneal (ip) ceftazidime daily (dose and duration not provided). The pdrn stated the cause of the peritonitis was transmigration from the intestine, as supported by the cultured organism. The patient has reportedly been experiencing significant nausea, vomiting and diarrhea recently, and has been given a gastrointestinal gi consult in the next couple weeks. The etiology of the nausea, vomiting and diarrhea is currently unknown the pdrn stated the event was unrelated to the utilization of the liberty select cycler, liberty cycler set and/or any fresenius device(s) or product(s). The patient is recovering from the event. The discharge summary was requested; however, the document was unavailable during the call.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.